Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue note: at follow-up call on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated he did not have any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 567 mg/dl and hi. The customer's expected fasting blood glucose test result range is 120 - 200 mg/dl. During the call on (B)(6) 2017, the customer reported having blurry vision and frequent urination, but stated he did not need to seek any medical attention. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/17/2019 and customer stated strips have been open for over one year. The meter memory was reviewed for previous test result history (date / time not set; customer stated all five results are from (B)(6) 2017): 567mg/dl (B)(6) 2017 07:49 pm fasting:yes, hi (B)(6) 2017 07:47 pm fasting:yes, hi (B)(6) 2017 07:45 pm fasting:yes, hi (B)(6) 2017 07:18 pm fasting:yes, hi (B)(6) 2017 07:14 pm fasting:yes. Memory concerns:the customer is concerned with 5 results in the meter's memory